Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 09-apr-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record b97485 (production date 22-nov-2013 and expiration date 30-nov-2016) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a product quality issue reported in the context of a complicated device insertion. The ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: on 16-apr-2015: this case should be deleted because usability issue without ae was reported. The case will be deleted from bayer database. This spontaneous, medically confirmed case report refers to a female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during the procedure the tip of the insert broke while attempting to cannulate. This event, interpreted as device breakage, is non-serious and unlisted in the reference safety information for essure. However, according to product technical complaint (ptc) analysis, the possibility of micro-insert breaking during the procedure is an anticipated event. During difficult insertions, single cases have been reported of essure breakage. In the present case, since the breakage occurred during essure insertion procedure, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A ptc analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit. Further information is expected.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015; the lot number used was b97485. Physician reported that the tip of the insert broke while attempting to cannulate the patient. A second attempt was made and it was successful; bilateral placement of essure device was achieved and the patient had no injuries. Company causality comment: this spontaneous, medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure the tip of the insert broke while attempting to cannulate. This event, interpreted as device breakage, is non-serious and unlisted in the reference safety information for essure. During difficult insertions, single cases have been reported of essure breakage. In the present case, since the breakage occurred during essure insertion procedure, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis and follow up information have been requested.